Event description:
It was reported that during a coronary stenting treatment procedure, a balloon inflation issue and vessel dissection occurred. In (B)(6) 2013, the patient presented with an in-stent restenosis of the previously deployed unspecified stent. The target lesion was located in the mid right coronary artery (mrca). A 15mm x 4.00mm nc quantum apex balloon catheter was selected and advanced to the lesion for post-dilation. It was inflated multiple times between 16 - 20 atmospheres. Either on the first or second inflation on the distal edge of the stent, the balloon expanded beyond the stent and "butchers" beyond the distal marker of the balloon and a dissection occurred. Additional stenting with an unspecified stent was deployed to resolve the dissection. The procedure was then completed with this device. No patient complications were reported and the patient was discharged 2 days post-procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).